Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior tibial artery. A 2.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition.